Event description:
A lawsuit alleges that defects in the lead caused the death of the patient. The patient had experienced bodily injury, pain, and suffering before her death as a result of the "defective medical devises." There is no allegation from a health care professional that the death was device related. The cause of death has been requested and not received. Attorney later alleged the lead had exhibited a fracture and/or was explanted and that the "death associated with explant."

Manufacturer narrative:
The information submitted reflects all relevant data received. The device is part of the advisory for this model. Our records indicate the patient expired more than one year ago. There was no indication the death was device related; the cause of death has been requested but has not been received. It is not known if the device was explanted post-mortem. This event involves a legal case in progress or potential litigation. The proprietary nature of the event may affect follow up efforts. The patient is involved in a settlement involving the sprint fidelis leads.